Event description:
Pt with a right comminuted fracture of the distal third of the clavicle, displaced, was implanted with a plate, 7 locking screws and 1 cortex screw on (B)(6) 2012. Post operative x-ray shows 4 of the locking screws broken and non-union. Pt was returned to the operating room on (B)(6) 2012 for removal of the hardware. Revision is unk. Surgeon noted no callus formation at the non-union site. This report is #1 of 9 for the same event.

Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An internal investigation was performed. The information received did not provide sufficient evidence for an exact determination of the reason for the occurrence. The measurable dimensions of the locking screws could not be checked nor could an examination of the raw-material testing certificate and the manufacturing paper be conducted. It may be assumed that because of the delayed bone-union, the locking screws had to absorb and neutralize forces over a period of time that may have been greater than the tolerable load.